Manufacturer narrative:
The complaint indicated that the patient was awaiting removal of device, and when the manufacturer contacted the hospital, no further details regarding the general medical health of the patient could be obtained. To date, the complaint device has not been returned. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. If the device or any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Manufacturer received the following complaint from (B)(6) health authorities: "varitensor part of device that sits suprapubically is chronically infected with a sinus to skin draining scant discharge. Sutures to suburethral mesh section of device have eroded into urethra as seen on (B)(6) 2016 at cystoscopy." The details of the injury are as follows: "pain and discomfort and discharge related to infected device. Recurrent uti due to infected urethral portion." The action taken by hospital is as follows: "awaiting removal of entire device at a combined retropubic and vaginal approach under anaesthetic."